Event description:
Same case as MFR report #2134265-2009-04739 and 2134265-2009-04770. It was reported that following an unspecified interventional procedure a groin infection occurred. A 5fr. Impulse fl4 catheter, a 5 fr. Impulse fr4 catheter and a 5 fr. Impulse 145 pig catheter had been used during an unspecified interventional procedure. There were no complications noted during the procedure. Six days later, the pt was noted to have a low grade fever. A lump with redness and swelling was noted in the right groin. Cultures from the right groin revealed staph aureus infection. The infection was treated with right groin "débridement, wound vac and antibiotic therapy". The infection site has healed well and is without redness or swelling. The pt has been released to normal activities.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history , historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.